Event description:
The customer reported an iris potentiometer error. No pt or user injury reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator was evaluated and re-calibrated. The system was tested and found to be working as intended and returned to service.